Event description:
The customer reported that there was no x-ray produced during a procedure. No pt harm was reported.

Manufacturer narrative:
The ge service rep evaluated the system and determined that the monoblock needed replacement. The customer ordered a part from the part source. Ge/oec showed up at the facility and the customer requested assistance with the installation. They replaced the monoblock. The system is functioning as intended.